Manufacturer narrative:
The external visual inspection revealed the electrode was cut near the fantail prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail. This is believed to have occurred during revision surgery system lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut near the fantail prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail. This is believed to have occurred during revision surgery. System lock was verified the electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
Device testing revealed that the device was not functioning. The recipient's device was explanted the recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed at the fantail region, as well as the electrode array. These are believed to have occurred during revision surgery. In addition, a strong silastic overmold cut was observed at the fantail region. The photographic imaging inspection revealed cut electrode wires at the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the fantail region revealed some of the wires to have been cut. The failure of this device is attributed to the cut electrode wires found on the fantail region of the electrode, which is consistent with the number of open electrodes reported. This is the final report.

Event description:
The recipient has reportedly experienced slow progress and multiple open electrodes. Revision surgery will be scheduled.